Manufacturer narrative:
Through follow-up with the healthcare provider and further review of the provided information, it was determined there was no device malfunction and no serious injury related to the exchange of the device.

Manufacturer narrative:
Leaflet plication. Method: actual device not evaluated. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards lifesciences for analysis. Although the patient expired during their post-operative stay at the hospital, the site indicated the patient's expiration was not valve related. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 31mm bioprosthetic mitral heart valve was explanted at implant due to moderate regurgitation. As reported, the valve was sutured into place. While the heart was beating, there was a central jet (more than trivial) observed. After closure of the left atrium, echo revealed moderate mitral regurgitation. One (1) leaflet appeared a bit folded and coaptation of the valve was not complete. Therefore, this was removed and was replaced with a mechanical valve. The patient was transferred from the operating room and subsequently expired on post-operative day #7.